Event description:
It was reported that during a lap band procedure, while inserting the band through the 15 mm trocar a hole was ripped in the band. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval.